Event description:
29mm sapien 3 valve, 29mm commander ds, 16fr esheath. As reported, a sapien 3 29mm case, by transfemoral approach. During procedure, after a 2 min drop in blood pressure, the patient became unstable and an aortic dissection was located. The patient was converted and received a perimount and ascendes replacement.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.